Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017. The reaction was located under the sensor adhesive patch. After the sensor was inserted, the patient started to feel itchy. When the sensor was removed, the skin under the adhesive patch looked red and raw. It was indicated that the patient did not see their physician for their skin reaction. A nurse contacted the patient and stated that their physician recommended that the patient see a dermatologist. The patient treated the affected area with over-the-counter cortisone cream. At the time of contact, the patient was doing okay. No additional patient or event information is available.